Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a). Evaluation conclusions are reflected in the codes.

Event description:
End user reports when an (B)(4) cohesive seal was removed it pulled off a small piece of her peristomal skin. This occurred on the right side of her stoma. She describes it being about the size of a baby's fingernail. This happened yesterday. She has cleaned the area with soap and water; applied a stomahesive strip and then the wafer. She is allergic to stomahesive powder but not the stomahesive strips. She is currently using a competitors two piece system and is not interested in changing at this time. She was instructed to call back with any concerns or questions. Samples of the sh skin barrier will be sent.